Event description:
A customer reported to beckman coulter, inc. (Bec) that the waste container # 1 of their unicel dxh 800 coulter cellular analysis system had overflowed because the lab technician did not properly close the waste pick up tube assembly that connects to the overflow sensor. The customer was wearing personal protective equipment (ppe) consisting of lab coat, gloves and safety goggles at the time of the event. The customer cleaned up the spill and resumed operation. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The customer did not request any service because the waste container was functional. The customer called back the next day and reported that the sensors for waste container # 1 and container # 2 were not working. A field service engineer (fse) sent the customer two new pick-up tubes for both waste containers. Since the customer installed the two new waste pickup tubes, they have not had anymore spills. Root cause for the spill was attributed to operator error. Bec identifier for this report is (B)(4).